Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Intimal dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. The lot history record was reviewed for the reported lot and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo, eccentric lesion with mild tortuosity in the mid right coronary artery. Pre-dilatation was performed with a 2.0 x 15 mm balloon dilatation catheter. The 3.0 x 33 mm xience prime stent was deployed at 15 atmospheres at the lesion; however, a proximal edge dissection occurred. A xience stent was used to cover the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.